Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to troponin (accutni) results of no value with ind flags generated by access 2 immunoassay system for three levels of qc. No patient samples were analyzed during this event. There was no effect to patient or user. Ind = indeterminate. The result is at the low end of the analyte concentration curve.

Manufacturer narrative:
Service was not dispatched for this event, but bci field service engineer (fse) was on site for an unrelated issue. The fse verified the accutni reagent pack was miss-loaded into the incorrect slot of the reagent storage carousel. The fse discarded the reagent pack and deleted it from the reagent inventory. The fse confirmed the proper placement of other loaded reagent packs in the reagent storage carousel. Use error was the root cause for this event.